Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette had a pin sized hole that resulted in leak. Solution had sprayed out of the pin-sized hole near the exit line by the toilet. The patient taped the hole with easy tape and was able to complete the treatment. This was discovered during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed and a hole in the drain line was observed. Functional clear passage and clamp function tests were performed with no issues noted. A leak test was performed and a leak from a hole in the drain line was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.